Event description:
The nursery nurses brought to our attention this morning that the curity 4x4 gauze pad that we are currently using cannot be opened with a sterile technique. The gauze pad is sterile but the packaging is difficult to open. The paper package appears to be glued to the end of the product. There isn't a place on the product were nursing can peel apart and drop.